Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the wrench broke during surgery. The surgeon started by using a one-step technique, but changed this during surgery and disconnected the wrenches from the dynamic hip screw. When he wanted to put this assembly back together he had difficulties getting it to fit. He hammered one of the wrenches when he tried to get the plate into the hole he had just reamed. The plate was hitting against the bone instead of the hole and excessive force was used and the wrench broke. It was reported there was a forty-five minute delay in the procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Exact age and/or date of birth is unknown. Patient is reported as elderly. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.